Manufacturer narrative:
The ge rep received and replaced power control. Pcb. Tested workstation, system operates as intended.

Event description:
The customer requested the power control pcb be ordered and replaced. No pt injuries were reported.